Manufacturer narrative:
(B)(4). The device was returned loosely coiled without a carrier hoop. Entire length of the device including the hub and shaft was inspected for any fm or defects; a break in the nitinol shaft was observed 75cm from the proximal end of the catheter. A microscopic examination exposed liner as a result of the nitinol break was carried out, no tears or holes in the exposed liner were observed. The strain relief was removed and the area underneath the strain relief was inspected for any defects, no kinks or defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable upon analysis completed on 23oct2014. It was reported that a shaft kink occurred. The lesion being treated was located in the right gastric. A direxion hi-flo infusion catheter was being used when it was noted to be kinked near the hub. The catheter was removed and the procedure was completed with a non-bsc device. No patient complications were reported. Returned device analysis revealed a shaft break.